Manufacturer narrative:
This lead remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned lead it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a few months after normal device changeout procedure, this right ventricular (rv) lead was suspected to be fractured. At this time, evidence suggests the lead remains implanted. Additional information has been requested regarding the event resolution, but were unsuccessful. No additional adverse patient effects were reported.